Event description:
It was reported that the user experienced uncontrolled blood glucose while using the ilet insulin pump, including episodes of hyperglycemia attributed to infusion set issues such as dislodgement, tubing damage from a pet bite, and a bent cannula, with additional lifestyle incompatibilities and exercise-related insulin sensitivity; the device was subsequently returned by the user. Symptoms included sweet-smelling breath and feeling unwell during highs, and dizziness, headache, and shakiness during lows, with documented blood glucose values up to 378 mg/dl and as low as 44 mg/dl. Outcomes included user-reported hyperglycemia with no alerts or alarms and no hospitalization. Investigation included a review of user reports and internal case assessment. Investigation of this case revealed cause unclear for the hyperglycemia and user management challenges related to infusion set integrity and activity. It was concluded that the event involved hyperglycemia with cause unclear and that the device did not generate alerts.